Manufacturer narrative:
Additional information: upon follow up it was reported that in the same month as receipt date of this report, extraneal and physioneal therapies were discontinued and the patient was changed to hemodialysis (hd). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause of peritonitis was not reported. It was reported that the patient visited the hospital for examination; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotic treatment (dose, route and frequency not reported) for the event. At the time of this report, the patient has not recovered. Pd therapy was ongoing at the time of this report and the patient was scheduled to be switched to hemodialysis therapy at a future unspecified date. No additional information is available.